Event description:
Pt was being transferred from chair to bed with lift. The lift broke. A wheel came off causing the lift to tip over with the pt in it. (Pt weight over 200 pounds) caregiver held the pt to keep her from falling and got her over the bed preventing her falling on the floor. When she was lifting the pt toward the bed she felt pain and burning.